Event description:
Reporter indicated that the pt was admitted to the hospital in 2002 with severe pain located at the generator site. The ncp system was disabled. Further investigation revealed that the pt continues to dislocate their shoulder during seizure activity. The pt had been seen in a&f one week previous with this same event. The following day the pt's device was programmed on, and the pain has resolved. An x-ray was taken and revealed no abnormalities. Site is investigating possible pulmonary embolism.